Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet while using an infusion set and remained hyperglycemic with a blood glucose of 371 mg/dl, after which they removed the infusion set and supplies and administered 10 units of subcutaneous lyumjev by pen before planning a full supply change and site rotation; the user confirmed proper adapter connection and no cartridge reuse, and the issue resolved only after a supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation of this case revealed a device obstruction of flow associated with the connector/coupler, with evidence consistent with a deformation problem contributing to the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.